Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a - the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a primary breast augmentation with two 350cc smooth mentor memorygel breast implants has experienced bilateral grade IV capsular contracture postoperatively, confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On march 04, 2026, mentor received additional information regarding the patient's event. It was reported that the patient's explantation date was on (B)(6) , 2025. Section d has been updated to reflect this additional information. It was also reported that the patient's replacement device was a 355cc mentor memorygel xtra breast implant. This was implanted in (B)(6) , 2025. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On december 01, 2025, mentor received additional information regarding the patient's event. It was reported that the patent was to undergo device explantation on (B)(6) 2025. It was also reported that the patient experienced a rupture. Code a0412 has been added in section h6-medical device problem code to document this additional information. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture and rupture. Manufacturer¿s reference number: (B)(4).